Event description:
A nurse reported that a posterior capsule tear occurred during surgery. Pt outcome is unk. Additional info was received by the company svc rep that the customer reported that "something wasn't sucking right" during the cataract extraction. Additional info has been requested.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).